Manufacturer narrative:
Follow up 15-feb-2016: ptc investigation results were provided to the lot number c61994 (production date: 03-jun-2014; expiration date: 30-jun-2017). One device was received. Ptc global number: (B)(4). Final assessment: failure mode and mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The outer of inserter coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product we typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, all IFU steps were completed. The device was returned without micro-insert. The catheter large tight pitch coil found to be stretched and broken. A portion of the green sheath was missing. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of the catheter breaking during the procedure is an anticipated event. The risk to the patient for these types of breakage events were assessed during the design process and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a reported product quality issue. The batch documentation of the reported batch was reviewed. The provided complaint sample was investigated. Neither a quality defect nor a device malfunction could be confirmed at this time. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-feb-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after insertion, the coil was attached to the fallopian tube and a green plastic piece was attached too (regarded as device breakage). The physician explained that the piece of the catheter was still inserted. They will try to remove it. Device breakage was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mostly during difficult removals. In this case, the physician stated that after insertion, a green piece (catheter) was also attached in the fallopian tube. The piece of catheter was still inserted but an attempt to remove it will be made. Considering the event occurred associated to insertion procedure, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. A product technical complaint (ptc) analysis was performed and concluded to an unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. The lot number used was c61994. Additional information was received on 25-may-2015. The physician reported that after insertion the coil has been attached to the fallopian tube and a green plastic piece has been attached too. The physician explained that the piece of the catheter was still inserted. They will try to remove it. She also reported that the patient had a vasovagal reaction. The patient recovered. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after insertion, the coil was attached to the fallopian tube and a green plastic piece was attached too (regarded as device breakage). The physician explained that the piece of the catheter was still inserted. They will try to remove it. Device breakage is unlisted in the reference safety information for essure. Single cases of essure breakage have been reported, mostly during difficult removals. In this case, the physician stated that after insertion, a green piece (catheter) was also attached in the fallopian tube. The piece of catheter was still inserted but an attempt to remove it will be made. Considering the event occurred associated to insertion procedure, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. A product technical complaint analysis and further information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 30-nov-2015: no follow-up information was obtained from the reporter despite attempts. The regulatory authority number for this case is (B)(4). Company causality comment: this is a medically confirmed spontaneous case report. It refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after insertion, the coil was attached to the fallopian tube and a green plastic piece was attached too (regarded as device breakage). The physician explained that the piece of the catheter was still inserted. They will try to remove it. Device breakage is unlisted in the reference safety information for essure. Single cases of essure breakage have been reported, mostly during difficult removals. In this case, the physician stated that after insertion, a green piece (catheter) was also attached in the fallopian tube. The piece of catheter was still inserted but an attempt to remove it will be made. Considering the event occurred associated to insertion procedure, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. A product technical complaint analysis is being sought. Despite follow-up attempts, no further information was obtained.